Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced oversensing resulting in diverted episodes. At a follow-up, the lead impedance was found to be extremely high, and no ventricular capture was seen. An invasive procedure was performed, during which a loose setscrew was noted and tightened.